Manufacturer narrative:
Failure event observed during analysis. Final analysis found external insulation abrasion was noted at 12.9 ¿ 13.3 cm from the connector pin consistent with lead friction to the implantable cardioverter defibrillator can.

Event description:
This report is to advise of an event observed during analysis.